Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 500 mcg/ml of lioresal at 135 mcg/day via an implantable pump for intractable and other spasticity. On (B)(6) 2016, it was reported that a pump flip had occurred and the hcp was unable to access the pump's refill septum. X-rays confirmed the flipped pump. The hcp manually flipped the pump to correct the orientation and was able to successfully refill the pump. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.